Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported the patient developed a pocket infection. The patient had pancreatitis associated with recurrent endocarditis. The device and leads were removed and replaced. No further patient complications were reported as a result of this event.